Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. During the procedure, resistance in advancing the wire guide inside the sphincterotome was encountered. At this time, it was noted that the coating of the wire guide was damaged. No portion of the wire guide coating had to be retrieved from the body. The pt was reported to be in stable condition.